Event description:
Reporting status: malfunction. Reporting rationale: separated guidewire tip has caused or contributed to patient injury previously. Device issue: separated guidewire tip. It was reported that the guidewire did not cross the lesion while another company's did. No additional event or patient information is available. This is being reported based on analysis of the returned device which revealed a shaping ribbon separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guidewire was returned with blood and contrast visible on the coils. The tip coils were stretched out distal from the center solder to the tip ball. The shaping ribbon was separated 4 mm proximal to the tip ball. The core and shaping ribbon were sticking out of the stretched out coils. The intermediate coils were stretched distal to the proximal solder for a length of 2 mm. There was no other damage noted to the guidewire. The guidewire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. This is a complaint about the ability to cross the lesion. Historically, some blockages in the artery will not permit the distal tip to cross. Crossing can be heavily influenced by the physician technique, equipment selected for use, patient anatomical morphology, and patient disease state. Generally, crossing is not considered to be associated with manufacturing issue but rather to case circumstances. In this case the returned wire was also fractured at the shaping ribbon. The guidewire showed evidence that it had been moved heavily against resistance and was likely the cause of the fracture. This was evident from the intermediate coils being stretched. Sem also showed tensile overload of the shaping ribbon; therefore, the fracture is concluded to be from tensile overload due to meeting resistance and may have been caused by the wire tip becoming trapped during the attempt to cross. This is a very low-level failure mode that it is monitored. Manufacturing assures the quality of the guidewire tips through visual and dimensional inspections and 100 % non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.